Manufacturer narrative:
Patient weight is unavailable. The device lot number and expiration date are unavailable. The device manufacture date is dependent on the device lot number, thus is unavailable.

Event description:
It was reported that during a lead extraction procedure to remove 4 cardiac leads (rv, ra, and lv), a perforation occurred. Reportedly, the physician was extracting the lv lead. Lead was calcified and scarred into the vasculature. He advanced the 9f tightrail to the tip of the lead to free the lead from the vessel. After the lead was removed, a small effusion was seen via tee. A pericardial tap was performed and a drain placed. The patient was sent to recovery and subsequently the ICU. Once in ICU, the patient had a drop in blood pressure. The patient was put on bypass and the surgeon performed a sternotomy. A cornary sinus injury was identified from the av groove to 2 cm from the rv apex. The injury was repaired, however patient had additional complications and did not survive.

Manufacturer narrative:
Patient weight is now being provided.